Manufacturer narrative:
Analysis of the anchor revealed a broken suture ring of the catheter anchor, which was determined to be event-related. The catheter was returned in one segment with the anchor attached to the catheter. It was noticed that the one end of the anchor suture ring had a jagged appearance. This indicated that the anchor most likely broke at this point.

Event description:
A healthcare professional later reported that the catheter was explanted on (B)(6) 2014.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was later reported that there were no catheter issues. The anchor wings were cut from the suture used at implant. The issue was identified at explant. The catheter was explanted for a spine surgery. There were no segments left in the intrathecal space. No additional actions or interventions were taken as a result of the issue. At the time of this report, the patient was to have spine surgery and then have the catheter reimplanted after.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported there was no mention of a catheter break in the dictation during explant; however it did mention the anchor eyeholes were cut from the sutures. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare professional via a clinical study indicated that the patient elected for catheter removal in order to have lumbar fusion surgery; the catheter was explanted and not replaced. The event resolved without sequelae on (B)(6) 2014.

Event description:
Information received from a healthcare professional indicated that the patient was receiving fentanyl (500.0 mcg/ml at 49.97 mcg/day) and bupivacaine (5.0 mg/ml at 0.4997 mg/day) as of (B)(6) 2014 and fentanyl (500.0 mcg/ml at 3.10 mcg/day) and bupivacaine (5.0 mg/ml at 0.0310 mg/day) as of (B)(6) 2014, via an implantable pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter was being explanted because the patient was having a spine surgery at the level of the catheter. A catheter break was found, the suture had cut through the catheter. There were no patient symptoms or complications associated with this event, and the patient¿s status at the time of the report was alive with no injury. The healthcare professional (hcp) had recommended that there be stronger material on the wings of the anchors. The pump was delivering fentanyl and bupivacaine at the time of the event. No outcome or patient symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.